Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose and diabetic ketoacidosis. The customer was still hospitalized and being stabilized. Customer was wearing the pump at the time of emergency room visit. The customer is waiting for her husband to come back with her supplies so that she can continue troubleshooting. The customer had a low blood sugar incident. Customer's blood glucose at time of incident was unknown. The customer was instructed by her doctor to take 15 units of insulin. The customer decided to take 20 units of humalog and when she got to the hospital they also gave her insulin.